Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd solomed¿ syringe there was broken plunger rod. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: when pulling on the plunger, it breaks near by the stopper and stays within the syringe."

Event description:
It was reported when using the bd solomed¿ syringe there was broken plunger rod. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: when pulling on the plunger, it breaks near by the stopper and stays within the syringe."

Manufacturer narrative:
H6: investigation summary photo received for investigation. Upon visual inspection, it was possible to verify that the package was opened in a way that could lead to premature activation of the plunger, so it was not possible to confirm that the defect was related to the bd process. Additionally, plunger activation force test was performed at batch release and no deviation were observed for the complaint batch. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.